Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the demo heartstart mrx defibrillator indicating that the device screen is broken. There was no patient involvement. Based on the information available, the device is eol (end of life) and no repair is possible. The device does not meet specifications and is kept out of use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : device is end of life / end of support.

Event description:
It was reported to philips that the heartstart mrx exhibited a broken screen. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.